Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. E1 zip code for reporter address: (B)(6).

Event description:
As reported, after using a 6f exoseal vascular closure device (vcd) hemostasis failed, and the plug was still on the delivery rod. There was no reported patient injury. Upon retraction, the indicator changed from black-white to black-black, the vascular surgeon placed their left hand fixed the unknown 6f short sheath, and the right hand pressed the plug release button. The button was pressed normally. After holding for 6 seconds, both the sheath and closure device were withdrawn. The operation followed standard protocol. Per preliminary image review, the plug was partially deployed out of the delivery shaft.

Manufacturer narrative:
As reported, after using a 6f exoseal vascular closure device (vcd) hemostasis failed, and the plug was still on the delivery rod. Hemostasis was achieved with manual compression. There was no reported patient injury. Upon retraction, the indicator changed from black-white to black-black, the vascular surgeon placed their left hand fixed the unknown 6f short sheath, and the right hand pressed the plug release button. The button was pressed normally. After holding for 6 seconds, both the sheath and closure device were withdrawn. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified in its use, and there were no visible signs of device or package damage prior to use. A 6f non-cordis short sheath introducer was used. The device was stored and prepared according to the IFU. The suitability of the femoral artery was verified via angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no calcium or plaque, no vessel tortuosity, no nearby stent, and no stenosis greater than 50% at or near the puncture site. The femoral site had not been closed by any closure device or manual compression within the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flush with the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds afterward. The indicator wire was not visible when the device was taken out. The operation followed standard protocol. A picture related to the reported failure was provided by the customer for event 2025-16606-1. Visual evidence indicates that the guard was in the locked position, the plug was partially deployed, and a non-cordis catheter sheath introducer (csi) was inserted into the device. Additionally, the indicator window was observed in the black/white and red position. No other discrepancies, anomalies, or product-related issues were evident in the attached image. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted in the received unit. The result obtained was within specification. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the device as the device was received fully deployed with no plug, however, it was observed through analysis of the image received that the plug was partially deployed. It is possible that manipulation during shipping and decontamination of the device caused the plug to fall out of the device. The cause of the reported issue could not be determined, though, because the image does not provide further view of the lever to indicate if proper depression of the lever was achieved. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.